Manufacturer narrative:
Unit alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump was stuck in the priming loop and returned an error alarm. Blood glucose level was not provided. No further information was provided.